Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011028/k013227

Event description:
The doctor reports that the dental implant located in position number #45 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: ii

Event description:
No further event, information is available at the time of this report.

Manufacturer narrative:
Zimvie (B)(4). It was reported, that the doctor indicated, the dental implant located in position number #45 failed, because it fractured at the head. The doctor reports, that the procedure was not concluded by placing another implant. Bone type: ii. Zimvie received, one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned device identified, the implant with signs of use. The implant was fractured at the collar region. Some damage below the collar was seen. Likely, due to the removal process. Functional testing to recreate the reported event could not be performed, due to the nature of the device & event. DHR review was completed, for the subject lot number#: 1249632. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed, for the reported lot number#: 1249632, for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review. The most likely, root causes determined, from the investigation are long-term parafunctional habits (e.g., clenching, bruxism and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA /hhe/d escalation is required. As the complaint investigation did not confirm, the product was nonconforming at the time of distribution, and no new failure mode, harm or hazardous situation was identified, through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.